Event description:
It was reported that the capri inserter threaded shaft would not hold the cage. Surgery was successfully completed with another inserter and no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, material, and functional analyses could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. It was reported that the cage would not mate with the threaded rod. No further information was provided after multiple follow-up attempts. A conclusive root cause could not be determined with the available information. Factors which may have contributed to the event include the use of excessive force, use of the device at a difficult angle, and repeated off-axis loading to the cage insertion points over the life of the part. H3 other text : device was not returned.

Event description:
It was reported that the capri inserter threaded shaft would not hold the cage. Surgery was successfully completed with another inserter and no delay. No adverse consequences or medical intervention were reported.